Event description:
A philips employee became aware of a journal article on 06dec2022, accepted after revision on 05oct2022 (europace (2022)00, 1-9) titled, "a head-to-head comparison of laser vs. Powered mechanical sheaths as first choice and second line extraction tools". The study article identified 166 patients undergoing lead extraction between may 2012 and february 2021, and aimed to compare outcomes with the laser and powered mechanical tools. Both spectranetics and concomitant devices were used as traction platforms and/or mechanical devices; therefore, specific devices used during the procedure could not be determined. Three (3) of the 166 patient procedures were complex, targeting leads with long dwelling times and all had undergone previous extraction attempts at other institutions. In the 3 patient procedures, a spectranetics glidelight laser sheath was in use, and a superior vena cava (svc) injury occurred resulting in death, despite pericardiocentesis and urgent sternotomy. The extraction indication and location of the leads were not specified. This report captures the third of 3 patient procedures in which a glidelight device was in use and an svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
Exact procedure date is unk, thus (B)(6) 2012 was listed, relevant tests/laboratory data unk, device model number, lot number, catalog number, expiration date and UDI unk, physician information unk, this event was captured from information contained within a journal article, with limited product and case detail available. The device was not returned to manufacturer, therefore, no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.